Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg as explanted and replaced to address the issue.

Manufacturer narrative:
B3-date of event is estimated. It was reported to abbott, a patient had difficulty getting their charger to connect with their ipg. When it did connect, it would take significantly longer than it used to, to get to full capacity. At times he would go without therapy because he was unable to get the unit to charge. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.